Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced and instructed the customer to switch to multiple daily injections as a backup therapy.